Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a loss of capture (loc) on the left ventricular (lv) lead. A boston scientific technical services (ts) verified that the lv lead was pulled back as confirmed in the chest x-ray. Additional information indicates that the patient had treatment for a pocket infection. This lv lead was turned off and remains in service. No adverse patient effects were reported.

Event description:
Additional information indicates that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require analysis unless there is an accompanying axxx observation code. There may be other pxxx observations listed in the pi but as long as one of the observation codes is a p611 or p613 and there are no axxx observation code(s) the lead does not require analysis.